Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results compared to another unknown device. It is unknown whether the customer observed a trend arrow on the device. In response to the low readings, the customer consumed glucose but subsequently experienced diarrhea, vomiting, and difficulty walking. An ambulance was called, and the customer was transported to the hospital. At the hospital, laboratory test results revealed a blood glucose level of 1139 mg/dl. The healthcare provider administered unspecified intravenous treatment to lower the glucose level. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results compared to another unknown device. It is unknown whether the customer observed a trend arrow on the device. In response to the low readings, the customer consumed glucose but subsequently experienced diarrhea, vomiting, and difficulty walking. An ambulance was called, and the customer was transported to the hospital. At the hospital, laboratory test results revealed a blood glucose level of 1139 mg/dl. The healthcare provider administered unspecified intravenous treatment to lower the glucose level. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results compared to another unknown device. It is unknown whether the customer observed a trend arrow on the device. In response to the low readings, the customer consumed glucose but subsequently experienced diarrhea, vomiting, and difficulty walking. An ambulance was called, and the customer was transported to the hospital. At the hospital, laboratory test results revealed a blood glucose level of 1139 mg/dl. The healthcare provider administered unspecified intravenous treatment to lower the glucose level. There was no report of death or permanent impairment associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. This serves as a correction report. Section b5 and h6 - adverse event problem have been updated as it was inadvertently incorrect in the previous submission. All pertinent information available to abbott diabetes care has been submitted.